Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had taken a longer walk than ever before due to the scs system, however, the pt requested stimulation coverage of the left sacroiliac (si) joint. Two reprogramming attempts were unable to resolve the issue and provide coverage to the area. It was reported the pt used high amplitudes. It was also reported the physician was to proceed with injections to treat the si joint pain. The pt was receiving relief from the scs system and was to continue to use the stimulation.